Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display and won¿t turn on. The customer¿s blood glucose during the incident was unknown. They changed the battery but it would still not turn on. Troubleshooting was performed but the display did not return. The device was not dropped or bumped. The battery compartment was neither damaged nor corroded. The device will not be returned for analysis.